Event description:
On (B)(6) 2024, an atrial lead was decided to add with the pacemaker's battery replacement because the atrial lead (made by another company) showed a tendency to increase threshold and was suspected to be disconnected. Prior to implantation, the physician attempted to measure the vega ((B)(6)) lead, but there was terrible noise that she could not measure it with the analyzer (abbott). The measurement could not be done even after changing the analyzer cable or using a different analyzer (medtronic). Therefore, another vega ((B)(6)) was used, and the implantation was completed without any problem. The atrial lead from another company that was originally implanted was capped and left behind in the body. No anomalies were identified for vega((B)(6)) when it was removed from the package. Implanted on 9-may-2024 pacemaker: alizea dr, s/n: (B)(6) a-lead: vega 52, s/n: (B)(6) v-lead is from other company, implanted on (B)(6) 1990

Event description:
Reportedly, on 09-may-2024, an atrial lead was decided to add with the pacemaker's battery replacement because the atrial lead (made by another company) showed a tendency to increase threshold and was suspected to be disconnected. Prior to implantation, the physician attempted to measure the vega (B)(6) lead, but there was terrible noise that she could not measure it with the analyzer (abbott). The measurement could not be done even after changing the analyzer cable or using a different analyzer (medtronic). Therefore, another vega (B)(6) was used, and the implantation was completed without any problem. The atrial lead from another company that was originally implanted was capped and left behind in the body.

Manufacturer narrative:
Summary of investigation: the review of the quality documents indicated that the lead met all the requirements of the specification during inspections. The analysis of the returned lead concludes that the cause of the electrical issues reported is due to the contact between the inner and the outer coils due to detachment of the inner tube from the core tip. Ongoing actions are carried out to prevent re-occurrence even if such type of issue is very rare. The vega r52 s/n (B)(6) was released before the actions carried out to prevent the re-occurrence. This complaint has been recorded for trending purposes. For more details, please refer to the attached report analysis.